Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va23xbu, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was physically assaulted and had a return of symptom. The electrode amped greater than 4000. The battery and lead were replaced. Issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.